Event description:
It was reported when passing the spring wire guide it became damaged and unraveled. As a result, it was removed and a new kit was placed successfully. There was a delay in treatment with no pt harm and no pt or complications were reported.

Manufacturer narrative:
(B)(4). The device will not be returned.